Event description:
The customer reported the system was displaying communication failure errors, which would cause the system to lock-up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was replaced. The system was then found to be operating as intended.